Manufacturer narrative:
While the device was not returned for physical investigation. Hematoma is a complication which may be related to the endovascular procedure or the vascular closure procedure. Surgery and a blood transfusion successfully treated the hematoma.

Event description:
The vascade device was selected for closure and inserted into the sheath. The disc was deployed, temporary hemostasis was achieved, and the sheath was removed. The key was inserted into the lock/grip and the black sleeve retracted to expose the collagen. The collagen was stripped off the wire, the disc was de-deployed and the device was removed. Upon removal of the device and before pressure applied a hematoma started to form. Hemostasis was not obtained. Staff reverted to manual compression to achieve final hemostasis and attempt to press out the hematoma. Patient started to become hemodynamically unstable and was returned to surgery to repair the hematoma which had grown. Patient was giving blood transfusion to replace blood that was evacuated from groin. Doctor stated that it was possibly due to the anticoagulant and the patient being a dialysis patient. The surgery was successful and patient was later discharged.